Event description:
Routine complaint investigation when a consumer reported receiving a reading of 141 mg/dl on their precision qid blood glucose monitor when compared with a lab value of 81 mg/dl. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in vales to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.